Manufacturer narrative:
Evaluation summary. Manufacturer's ref. (B)(4). It was reported that a patient underwent a cardiac ablation for ventricular tachycardia procedure with a smart touch unidirectional catheter and the deflection became stuck with caused the device to be entrapped and the procedure to be cancelled. Upon receiving, the catheter was visually inspected and it was found in normal conditions. It was received in neutral position. The catheter was tested for deflection and the catheter failed. The catheter was dissected and it was found that the puller wire was broken on the handle area as a result of it no deflection was possible. The defection mechanism was loose and the puller wire can¿t be pulled to deflect. The catheter did not get stuck at any moment. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be verified.

Event description:
It was reported that a patient underwent a cardiac ablation for ventricular tachycardia procedure with a smart touch unidirectional catheter and the deflection became stuck with caused the device to be entrapped and the procedure to be cancelled. The smart touch catheter was used for mapping and ablation of the left ventricle. Approximately half way through the procedure the physician noticed reduced handling of the catheter and the deflection mechanism was no longer working as it should. On fluoroscopy the catheter had a severe bend at the end, with the tip curved to touch the shaft. The physician indicated he was unable to ¿undeflect¿ the catheter and proceeded to attempt to withdraw the catheter and teleflex, arrow sheath, cl-07980, 9f sheath. The catheter was then seen to be stuck within the right iliac artery on fluoroscopy. A vascular surgeon was contacted to determine the next appropriate course of action. Ultimately a balloon catheter was inflated proximal to the stuck ablation catheter. The ablation catheter was then successfully withdrawn through the sheath and original insertion sight. The patient has shown no adverse effects as a result of this event. The catheter bend caused the catheter to become stuck resulting in additional intervention for removal. The ablation part of the procedure was terminated and the catheter was removed. Additional information was received on the event. The patient was under conscious sedation. A transseptal had not yet been performed when the event occurred. The patient did not require additional hospitalization related to his condition. The patient was able to leave the hospital following his initial procedure, prior to coming back for the completion through a second procedure.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 06/25/2015. The analysis has begun but is not completed at this time.when the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4)

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Manufacturer's ref. No: (B)(4). Event description continuation: the concern surrounding halting of the procedure was related to having to bring the patient back to complete the procedure on another day as the patient¿s tachycardia was stable and it was not an emergent-type procedure. There was no visible damage to the catheter. The deflection mechanism no longer functioned. The physician indicated that he felt the puller wire "snapped" after he fully removed the catheter and had tried to deflect it outside the patient body. The procedure was completed on another day without any issues.